Manufacturer narrative:
The date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient began to recharge their ipg more frequently than normal (but their ipg was able to hold a charge for 24 hours). As a result, the patient decided to stop recharging their ipg over an extended period of time. In turn, their ipg became inoperable. As a result, the patient's ipg was explanted and replaced (with a different model) to address the issue.